Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After the device was deployed, a small thrombus noted on the was via transesophageal echo (tee). The activated clotting time (act) was in the 200s. Additional heparin was given and the was was aspirated. The device met release criteria, the device was released and everything was removed. The clot no longer appeared on the tee. The patient remained stable throughout case, with no vital sign changes. The patient went to recovery stable and was discharged the same day.